Event description:
The guidevire got stuck in the catheter. When physician tried to remove the guidewire, the coil of the guidwire stretohed and broke. No patient injury reported.

Manufacturer narrative:
The returned catheter was evaluated visually and functionally where possible. Rupture location is 26.5 cm from tip with the expanded "ballon like" section commonly associated with rupture during injection of contrast, although this can also occur when embolic agents are injected rapidly. Unable to determine if the rupture occurred during injection of contrast or during injection of histoacryl. The appearance of the catheter is consistent with a rupture caused by catheter over-pressurization. Device rupture occurs when the catheter is over-pressurized due to rapid injection of contrast or embolic agent, or due to a kink in the distal section during rapid injection of contrast for super-selective angiography. The IFU includes warning/information regarding catheter over-pressurization. A warning in the IFU states: "infusiojn pressure in excess of 690 kpa (100 psi). Pressure in excess of 690 kpa (100 psi) may result in catheter rupture, possibly resulting in patient injury and also provides a warning that the catheter integrity should be verifited angiographically by confirming that contrast exits only at the catheter tip.